Manufacturer narrative:
Patient codes: device codes: internal file number - 226268/1-1 evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion, difficult to deploy/partial wall apposition, and crossability could not be replicated in a testing environment as they were based on operational circumstances. Stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Although there was a clinically significant delay in the procedure, there was no adverse patient sequela. No additional information was provided. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the heavily tortuous and heavily calcified distal circumflex artery for treatment of a de novo lesion, pre-dilatation was performed using a 3x15 trek balloon. An attempt was made to advance a 3.5x18 rx xience pro stent delivery system (sds). The sds was advanced gradually and very softly in an attempt to advance the sds beyond a curve; however, the sds could not advance. The sds was withdrawn without force from the anatomy, and the physician noted that the stent had dislodged and remained in the proximal circumflex artery. There were no electrocardiogram or blood pressure changes but the patient experienced chest pain when the stent dislodged. Diamorphine was administered. An unsuccessful attempt was made to advance a 1.5x12 non-abbott balloon to the location of the stent. The non-abbott balloon catheter was withdrawn from the anatomy. A 1.2x20 mini trek dilatation catheter was advanced to the location of the dislodged stent and the balloon was inflated to expand the stent. Post dilatation was performed using a 1.5x20 trek balloon, a 2.5x20 non-abbott balloon and a 3.5x20 non-abbott balloon to fully appose the stent. An attempt was made to advance a non-abbott sds to the target lesion but the sds could not advance through the xience pro stent at the curve of the circumflex artery. The non-abbott sds was withdrawn from the anatomy and a 3.0x9 non-abbott sds was advanced but also could not advance beyond the xience pro stent. Ultimately, a 3.0x15 non-abbott sds was advanced and used successfully to treat the target lesion.